Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory no analysis was completed for this lead.

Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted due to an unknown reason. No additional adverse patient effects were reported.